Event description:
It was reported that the small battery drive casing for 12v battery works on and off. The complained device problem was discovered during several surgeries. Facility contact stated that there was no patient harm just an inconvenience of switching batteries with the casing during surgery. Facility also indicated that it took a while before it was discovered that the casing was the actual issue. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. DHR not available as device is older than 11 years. (B)(4). The reporter's complaint that the unit operates intermittently could not be confirmed. The device was tested and the complaint was not duplicated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).